Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged in to the customer's computer and confirmed a short study with duration of seven hours and it seemed that the recorder was powered off. There was no patient harm and a repeat procedure will be performed.

Manufacturer narrative:
Additional info: evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, a accuview graph was provided by the customer for analysis. The customer reported they had a short study. The reported condition was confirmed. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged in to the customer's computer and confirmed a short study with duration of seven hours and it seemed that the recorder was powered off. The recorder worked correctly during the previous procedure. There was no patient harm and a repeat procedure will be performed.